Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was squirting out. Customer stated that they are unable to exit the preparing to prime loop and insulin continues to drip after motor stops. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.